Manufacturer narrative:
Event took place in USA. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. Supplement: the initial report ran via cfn-based-no. 9611612-2023-00002. In comparison to the initial report, data corrections were made in this final report due to new findings. Based on risk asessment and clinical asessment this file is considered as closed. Follow up / final report has been delayed due to technical problems.

Event description:
Rn# 151_1-23_800. Subject was brought to sedation unit for ip/sham procedure. Pharmacy provided sponsor's nrfit needles to be used per protocol for this procedure, which were different than those used on the previous study patient for the same procedure. Site was identified by palpation and sterilized. The patient was sedated and first attempt at csf collection was performed after sedation was assured. Upon first attempt using the provided nrfit lp 22 g needle, the provider was unable to access the intrathecal space due to the introducer length and inflexibility. The second attempt was made using the 25 g nrfit needle set and again, provider was unable to access the intrathecal space using this spinal needle set. Blood was returning and the concern was that repeated attempts with nrfit needles would result in potential for epidural hematoma. There were concerns that the nrfit needles would not appropriately access the intrathecal space. The procedure was continued with commercial/standard lp needle 22g x 1.5 in. The intrathecal space was accessed easily with standard needle and 3 cc of csf was collected for processing. (B)(4) ip was prepped to connect to the needle set for injection but it was found that the connector was not compatible with the hub of the standard commercial spinal needle. In order for procedure to continue, nrfit introducer was connected into the hub of the standard lp needle to push medication through the two needles and into the intrathecal space. In doing so, approximately 0 .5 - 1 ml of fluid (csf and/or study drug) leaked out of the hub of the spinal needle and the rest entered the intrathecal space appropriately. The patient was cleaned, sedation lifted and the rest of study protocol completed. No adverse event was associated with the procedure.

Manufacturer narrative:
Currently the available data is poor. Investigation is still running. As soon as further information becomes available a follow up report will be sent in to the agency.

Event description:
Irn# (B)(4). Subject was brought to sedation unit for ip/sham procedure. Pharmacy provided sponsor's nrfit needles to be used per protocol for this procedure, which were different than those used on the previous study patient for the same procedure. Site was identified by palpation and sterilized. The patient was sedated and first attempt at csf collection was performed after sedation was assured. Upon first attempt using the provided nrfit lp 22 g needle, the provider was unable to access the intrathecal space due to the introducer length and inflexibility. The second attempt was made using the 25 g nrfit needle set and again, provider was unable to access the intrathecal space using this spinal needle set. Blood was returning and the concern was that repeated attempts with nrfit needles would result in potential for epidural hematoma. There were concerns that the nrfit needles would not appropriately access the intrathecal space. The procedure was continued with commercial/standard lp needle 22g x 1.5 in. The intrathecal space was accessed easily with standard needle and 3 cc of csf was collected for processing. (B)(6) was prepped to connect to the needle set for injection but it was found that the connector was not compatible with the hub of the standard commercial spinal needle. In order for procedure to continue, nrfit introducer was connected into the hub of the standard lp needle to push medication through the two needles and into the intrathecal space. In doing so, approximately 0 .5 - 1 ml of fluid (csf and/or study drug) leaked out of the hub of the spinal needle and the rest entered the intrathecal space appropriately. The patient was cleaned, sedation lifted and the rest of study protocol completed. No adverse event was associated with the procedure.